Manufacturer narrative:
Clinical review: a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with constipation and reported fluid overload. There is no documentation to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. There is no allegation of a device malfunction or deficiency reported for this event. The patient was reported to have constipation and peritonitis with fluid overload issues. The drain complications from constipation and peritonitis can account for the fluid overload issues. Outflow failure, defined as incomplete drainage of instilled pd fluid, is typically caused by constipation. Constipation is one of the most common causes of mechanical complications which can result from pd, primarily due to reduced peristalsis caused by increased intra-abdominal pressure, electrolyte imbalances, fluid restrictions, low-fiber diets, and medications. This is confirmed by the report of laxatives resolving the constipation and the patient adding heparin and adjusting solution strength during treatment. Regarding the peritonitis event, no information was provided for culture results or a cause. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. With the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis, constipation and fluid overload events. A supplemental MDR will be submitted upon completion of investigation.

Event description:
A peritoneal dialysis registered nurse pdrn) reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis and constipation. The patient was constipated for two days. The patient took a laxative, and the following day was able to drain. The pdrn additionally reported the patient was fluid overloaded. The patient was reportedly taking laxatives, adding heparin and using 2.5% and 4.25% dextrose solutions to correct the issue. The pdrn stated the adverse events were not related to the pd treatments or any fresenius product.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse pdrn) reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis and constipation. The patient was constipated for two days. The patient took a laxative, and the following day was able to drain. The pdrn additionally reported the patient was fluid overloaded. The patient was reportedly taking laxatives, adding heparin and using 2.5% and 4.25% dextrose solutions to correct the issue. The pdrn stated the adverse events were not related to the pd treatments or any fresenius product.